Event description:
It was reported that pulse generator went into backup vvi mode. When a reset was attempted, the device went into backup vvi at 30 pulses per minute (ppm), rather than the 60 ppm that was expected. It was noted that the patient was pacemaker dependent. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.